Event description:
It was reported that the patient¿s first pump from 2013 was implanted too high on the rib and two and half weeks later the healthcare professional (hcp) had to reposition the pump. The pump was used to infuse baclofen (unknown). No outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type catheter. (B)(4).